Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. As received, the monitor was unable to be powered on. Upon evaluation the monitor displayed a target communication error while attempting to erase flash. The cause of the monitor's inability to turn on and the target communication error is likely cracked bga connections of u102 and u105 on ca board sn (B)(4). The intermittent connection is likely due to a fractured solder connection induced by mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. A root cause investigation is currently underway. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
A (B)(6) female patient called zoll customer support to report that the monitor would not power up. The patient was issued a replacement monitor.